Event description:
Device report from synthes europe reports an event in australia as follows: during a procedure on (B)(6) 2013, reportedly it was difficult to remove the guide wire from the reamer. It was reported the synthes dhs triple reamer caught on guide wire and on advancement protruded through acetabulum 4cm into pelvis. On removing the reamer, it was noted to be very difficult to remove the guide wire. It is unknown what caused the reamer to catch on the guide wire. Idc was in place at time of incident. The reamer and wire was removed; wire removed from reamer with difficulty, new wire placed and reamed carefully under ii. The problem did not recur. The patient was monitored postoperatively in ICU. Consulted general surgery and the patient underwent CT scan. The CT scan did not show any pelvis injury or bleeding. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.